Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the guidewire could not enter the balloon. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
F10: device code - updated code from device-device incompatibility to difficult to advance. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. Inspection showed a buckled guidewire lumen at the port site in the manifold for a length of 12mm. There was contrast in the inflation lumen and balloon. Blood was present in the guidewire lumen. The balloon was loosely folded. The guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for wire testing. The guidewire was able to be advanced onto the guidewire via the tip yet it failed to advance past the buckle of the shaft within the manifold. Review of the video media provided showed a guidewire entering the hub of the stingray and would abruptly stop approximately one to two inches upon entering. The media provided did not depict any visible damage to the device other than the wire not being able to feed through the device.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the guidewire could not enter the balloon. The procedure was not completed due to this event. There were no patient complications reported.